Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, customer changed the pump supplies or simply cleared the alarm and resumed insulin delivery to address the issue. Customer's blood glucose (bg) level was 400 mg/dl and trace amounts of ketones. Bg level was addressed by administering manual injections. Recommendation was made to consult with healthcare provider regarding diabetes management.